Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the needle was longer in one syringe only. The returned syringe was tested using the cannula length gauge and the cannula length fell within specifications for 12.7mm cannula length. It is difficult to determine if the returned sample was mixed with 8mm cannula length product as no packaging was returned for the sample. Unable to perform DHR check for dimension (long needle) due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needle was longer than it should have been. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the needle was longer in one syringe only."